Manufacturer narrative:
Findings: all operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. However, intermittent button response noted during testing due to corroded keypad traces. Lcd connector was inspected and no anomaly was noted. Reservoir locked in place properly during testing. Unit received with minor scratched lcd window, cracked case on display window corners, broken reservoir tube lip, cracked battery tube threads and missing end cap sticker. Unit passed the dat test with inches.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose using the old insulin pump with sn (B)(4). Customer stated that she was treated with insulin drip while in the hospital. No other information on hospitalization was reported. Customer also reported to have received a button error alarm and has been using a new insulin pump since then. Customer stated that the insulin pump alarmed button error and the buttons were unresponsive after it has been exposed to moisture. Button error troubleshooting was performed and unable to confirm if the time is advancing due to battery has been removed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis. Reference (B)(4) hospitalization on different insulin pump.